Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Additionally, healthcare professional reported "any creases", "particles in valve", and "draining from valve".

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: crease flat, wear abrasion and delamination in the diaphragm valve. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify delamination. Based on the device analysis the final assessment is: delamination of the diaphragm valve assessed as adhesive failure.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.